Event description:
It was reported that during surgery, xia 3 k-wire assy was broken. There were no adverse consequences reported.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the k-wire was examined visually and confirmed to be broken. The fracture is located on the end right next to the knob and possibly occurred due to cantilver load on the knob during removal of the wire. Conclusion: therefore the root cause is cantilever forces applied to the wire that contributed to an overload at the fracture site.

Event description:
It was reported that during surgery, xia 3 k-wire assy was broken. There were no adverse consequences reported.